Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: expiration date - unknown. Manufacture date - unknown . This report is number 7 of 8 mdrs filed for the same event (reference 1825034-2016-00529 / 00534 and 3002806535-2016-00073 / 00074).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. During the procedure, all components were removed and replaced with competitor cement spacer molds. No further revision has been reported to date.